Event description:
It was reported that the event involved a male patient while in the intensive care unit. The patient's vascular condition was good, no tortuous vessel or calcification of the vessel was observed by an x-ray. During product prep per instruction the fiberoptix sensor (fos) was connected to the pump prior to insertion, the pump read the fos. The md inserted the iab through the teflon sheath via right femoral artery with no issues. Pumping was initiated successfully. Approximately 10 minutes after intra-aortic balloon pump (iabp) therapy was initiated the pump gave an "ap fos signal weak" alarm. The fos signal became unavailable, therefore a transducer was used to measure the arterial pressure instead. Approximately 11 hours later , blood was observed in the driving tube. Since the physician was not on call, pumping was approximately 6 hours after the blood was observed the md attempted to remove the iab and teflon sheath as one unit unsuccessfully due to a blood clot. As a result, the iab and sheath were surgically removed. The patient's condition was stable and good at that time. Therefore the iabp treatment was no longer necessary and not replaced. During the iabp treatment was no longer necessary and not replaced. During the iabp therapy, the pump gave a "drain failure" alarm approximately 5 times. There was no report of patient death, complications or injury. No delay or interruption in therapy noted. The patient outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.